Event description:
It was observed that during the device evaluation, the coupler was found loose. There was no patient involvement.

Manufacturer narrative:
Device evaluation as noted in section b5, found the coupler was loose. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, connection to the endoscope (caution) before attaching the endoscope, make sure that its eyepiece is attached to the endoscope firmly. If the eyepiece is loose, the endoscopic image may be out of focus or may fluctuate, or the endoscope may fall off. Olympus will continue to monitor the field performance of this device.